Event description:
Ous MDR - boston scientific received info that during the implant procedure, this right ventricular lead was successfully implanted. Post procedure interrogation revealed increased threshold measurements. Lead dislodgement was suspected. A revision procedure is intended. No adverse pt effects were reported. According to available info, this lead remains implanted. Should additional info become available, this event will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.